Event description:
Paramedics responded to a person in cardiac arrest. The patient was connected to the device with disposable difibrilliation/ECG electrodes and diagnosed in asystole. Patient transport was initiated, CPR and drugs were administered, the asystole converted to a shockable rhythm, and the patient was shocked at 200 joules with the device. According to the reporter, the next three attempts to shock the patient resulted in the charge being dumped. The report shows that power was cycled and two more attempts to shock also resulted in the charge being dumped. CPR was continued while transport was completed to the hospital but the patient was not resuscitated. The reporter stated the device malfunction did not cause or contribute to the patient's death because the patient was not viable.